Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Injured inside cheek - mouth [mouth injury]; the brush head broke in my mouth and injured the inside of my cheek - oral-b brushhead [injury associated with device]; the brush head broke in my mouth / broke around the end piece / the bottom part had broken off [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that approximately 6 days ago, he bought new oral-b brushheads, version unknown. He started brushing his teeth, and suddenly the brush head broke in his mouth and injured the inside of his cheek. The consumer noted that he had been a customer of oral-b for the past 4 years and only bought oral-b products. The case outcome was unknown. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer clarified that the brush head didn't break around the head, but it broke around the end piece. He explained that the head was still intact, but the bottom part had broken off. The case outcome remained unknown. No further information was provided.